Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) male pt contacted a zoll customer support to report that the pt was treated by the lifevest. The pt was reportedly sitting in his chair. She reported that the pt has been going to chemotherapy and was too weak to press the response buttons. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 202 bpm contributed to the false detection. The response buttons were pressed after the treatment was delivered. The pt continued to use of the lifevest. There is no indication that the pt sought medical attention following the treatment.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest the pt sustained a serious injury. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device MFR date: monitor sn (B)(4): 11/2013; electrode belt sn (B)(4): 03/2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation.(B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.